Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on I-stat pt/inr on a patient. There was no patient information available at the time of this report. The pt/inr cartridge lot is unknown. Date method time inr (B)(6) 2013 I-stat 1027 5.4 (B)(6) 2013 acl top 1027 3.9 based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.